Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial calcium gave 6.7 mg/dl, repeated gave 7.8 mg/dl. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial calcium gave 7.8 mg/dl, repeated gave 9.0 mg/dl. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.

Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial calcium gave > 20 mg/dl, repeated gave 9.6 mg/dl. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial phosphorus gave 1.0 mg/dl, repeated gave 2.7 mg/dl. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial calcium gave 5.3 mg/dl, repeated gave 9.1 mg/dl. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Event description:
On (B)(6)2007, user reported six patient samples with discrepant results for multiple tests, when repeated on another analyzer same methodology. Initial ast gave 59 u/l, repeated gave 35 u/l. Initial amylase gave 18 u/l, repeated gave 42 u/l. Erroneous results were reported for patient 4 only. Patient 4 not adversely affected.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.

Manufacturer narrative:
The field service representative determined the cause of the discrepancies to be due to a loose reagent probe water line. The instrument was repaired. Performance tests performed which were within specifications.